Event description:
It was reported that a one-link extension set was unable to be primed. The extension set was connected to a non-baxter set when this occurred. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The lot number was reported as ur15e006025; however, this lot number is invalid. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.